Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. Other cables at the wrist were not damaged. The housing was removed from the back end and no damage was observed. The root cause of is attributed to a component failure. Additional observation not reported was the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.039¿ - 0.124 in length and were not aligned with the tube axis. The root cause of is typically attributed to mishandling / misuse. A review of the instrument log for the prograsp forceps instrument (pn# 470093-11 / lot# n10201207-0023) associated with this event has been performed. Per logs, the instrument was last used on 08-oct-2021 on system sk3670 on the 7th use of the instrument. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No images or procedure video were provided for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps was found to have broken cable. A backup instrument of the same type was used and the procedure was completed with no reported injury.